Event description:
A (B)(6) male patient¿s daughter contacted zoll customer support to report that the patient¿s monitor had water damage and the response buttons were not working. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (water damage) was confirmed. Upon eval, there was contamination under the lcd screen. This prevented the monitor from failing the detect and treat test. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.